Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10: impact codes, h1: type of reportable event and h6: impact codes.

Event description:
It was reported that this left ventricular (lv) lead was case of an attempted implant due to product performance issue. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was case of an attempted implant due to product performance issue. This lead was replaced and never in service. No adverse patient effects were reported.